Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station failed to communicate and required maintenance. A field service engineer had reported that the customer had stated the screen had been black and the device had not been booting up. The customer had unplugged each drawer unit, and the station had successfully booted up. It had been confirmed that the station had turned on after a full-height drawer had been unplugged. The half-height cubie drawer 6-1 had failed, causing the device to shut down. To resolve the issue, the fse had replaced the printed circuit board assembly drawer controller of drawer 6-1 and had inspected the device to ensure proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es device was failed to communicate and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.